Event description:
It was reported that the patient developed a hematoma at the implant site weeks after the initial implant procedure. The patient was brought in-clinic, the hematoma was drained, and the device was left implanted. There was no allegation of malfunction against the device. The patient was in stable condition.